Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
It was reported that the surgeon's planning station was not able to export the patient folder to a usb. The plan was then made on the rosa robot. The case proceeded without issue but an attempt was made after the case, to export from rosa robot to usb and failed as well. There was no patient impact and no delay to the case.

Manufacturer narrative:
Based on the available information it is probable that a patient folder with the same name containing read-only elements was in the usb and so, the overwriting of the plan via the export function on planning station failed. However, data logs files were not provided for investigation. Therefore, the issue and its cause cannot be confirmed. Corrected data: - b4 date of this report. - d4 additional device information. - d9 device availability. - g3 date received by manufacturer. - g4 PMA/510(k) number. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 adverse event problem. - h10 additional narratives/data. D4 unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the surgeon's planning station was not able to export the patient folder to a usb. The plan was then made on the rosa robot. The case proceeded without issue but an attempt was made after the case, to export from rosa robot to usb and failed as well. There was no patient impact and no delay to the case.